Manufacturer narrative:
Evaluation summary: the distal portion of the lead was returned, analyzed, and the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The inner insulation of the lead developed a breach due to abrasion while in vivo. The outer insulation of the lead was observed to have blood ingress. The analyst noted the distal segment of the lead was returned with the helix extended and a lead removal wire in the distal conductor. There is a fracture on the rv conductor at the proximal end of the rv coil at 54.9 cm. The inner insulation was breached in vivo due to abrasion from the rv conductor at 54.9 cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted: (B)(6) 2016; 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high defibrillation coil impedance and a confirmed lead fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.